Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with juvéderm® volbella¿ with lidocaine in the lips and corners of the mouth. 1 month later, a second juvéderm® volbella¿ with lidocaine injection was provided. 3 syringes injected over both sessions. The following month, nodules formed at the injection site. Hyaluronidase provided weekly x 6 weeks starting 2 weeks post symptom onset. Symptoms fully resolved 2 months later. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00459 ((B)(4)). This is the first MDR submitted for the first injection of suspect product, juvéderm® volbella¿ with lidocaine.